Event description:
It was reported that when the device was checked six months ago the measurements were acceptable and the average longevity estimate was 16 months. The device reached elective replacement indicator (eri) three months later and the patient was slightly breathless due to the device switching to vvi mode. The customer raised concerns over the longevity of the device and how rapidly the battery depleted over the last year. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion and the device met expected longevity.